Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested with a cobas 8000 e 801 module serial number (B)(4). The customer reported out the result to a physician who asked for re-measurement of the sample. The customer performed additional testing with the patient's sample on an accursed analyzer. The customer provided the patient¿s sample for investigation and was tested with an e 801 module and an cobas e 411 immunoassay analyzer. The patient¿s sample was also outsourced and tested on an abbott architect analyzer.

Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The patient's sample was provided for an investigation. The investigation confirmed the customer's ft3 result. Upon investigation of the patient's sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.